Event description:
It was reported to philips that the device was unable to do fluoroscopy. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced and reloaded the computers which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to fluoro. Review of the system log file showed that the error in drive bay of iipc. Upon troubleshooting, fse found that the system was giving disk full error when system achievers were not full. The two defective ippc and host pc was returned to philips for further evaluation and found the issue in hdd (hard disk drive) bay and dimm (duel in line memory module). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated medical device correction (z-1151-2024).to resolve this issue, fse two ippc, one host pc and dvi links. After replacement, the system was returned to use in good working order. The codes were updated based on evaluation outcome.